Event description:
Ous MDR - after an implantation time of about 69 months, it was reported that the shock impedance rose to >150 ohm during a device exchange. The lead was exchanged and returned to biotronik for analysis. No deterioration of the patient¿s state of health was reported.

Manufacturer narrative:
The lead was destroyed in the returned state. Between the two fragments, 2 cm of the lead body were missing for analysis. The analysis of the returned fragments showed a conductor fracture of the rope conductors to the rv shock electrode in the fork area. This damage was with high probability caused by strong tensile forces during the device exchange and can be regarded the cause for the measures shock impedance of more than 150 ohm. In addition, the fragments showed signs of wear and tear and explantation damages. There were no indications of material defects or manufacturing errors.